Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving morphine 5mg/ml at 1.26 mg/day via an implantable pump for non-malignant pain and other non-malignant pain. The patient's medical history and concomitant medications were unknown. On approximately (B)(6) 2015, they were unable to fill the pump as the pump had flipped. It was noted the patient had recently lost "plenty of weight." A pump pocket revision was done; a dacron pouch was added. The sutures were noted to have popped. The pump was refilled successfully and no replacement was done. As of (B)(6) 2015, the event had resolved. The patient's status was listed as "alive - no injury." If additional information becomes available, a follow-up report will be submitted.